Manufacturer narrative:
The warmtouch 5200 patient warmer was not manufactured with memory and does not have any audio alarm or speaker. The warmtouch 5200 has been discontinued and is being replaced with a new designed warmtouch patient warmer. Active customer have been notified of the availability of the new 5300a model, which addresses the potential failure mode. Nellcor puritan bennett has requested the warmtouch 5200 be returned for failure investigation. If received, a supplemental report will be submitted if any new significant information is gained.

Event description:
On 01/02/08, nellcor puritan bennett received a report of a warmtouch 5200 patient warmer without audio alarms and would not turn off independently during over temperature testing by the bio-med.